Event description:
A report was received that a recently implanted patient was experiencing excruciating pain and stated that the pain was worse than before the surgery. The physician prescribed more pain medication to help with procedural pain.

Event description:
A report was received that a recently implanted patient was experiencing excruciating pain and stated that the pain was worse than before the surgery. The physician prescribed more pain medication to help with procedural pain.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.